Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her transmitter was not blinking when connected to the sensor, and when she pulled out her sensor the cannula was missing. The patient's blood glucose at the time of incident was 160 mg/dl. No products were returned or replaced.